Event description:
The MFR received info alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be evaluated by the MFR. At this time, we are unable to confirm the alleged malfunction. A f/u report will be submitted when the MFR's investigation is complete.